Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The device history record (DHR) review could not be performed as device serial number was not provided. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "percutaneous pulmonary valve implantation: impact of evolving technology and learning curve on clinical outcome" by philipp bonhoeffer, md. It was reported that this (B)(6) patient with an edwards bioprosthetic valve implanted in the pulmonary position (implant duration is unknown) underwent a valve-in-valve procedure due to unknown reasons. The tpvr was performed with a transcatheter valve.